Manufacturer narrative:
Additional narrative: the complaint device has been received and evaluated. Visual observation confirms that the needle tip is broken, confirming this complaint. The shaft of the needle is also slightly bent and the clear, plastic flag is intact. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that was released to distribution. We cannot discern a root cause for the reported failure mode; however, one possible root cause is the needle tip hit bone or another hard object resulting in the needle tip breaking off and the needle shaft being bent. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a shoulder procedure their expressew iii needle broke off in the patient's joint and could not find it. The sales rep stated that after the procedure was completed x-rays were performed where they located the broken piece of the needle in the rotator cuff tendon but the surgeon decided that it would do more damaged to remove the broken piece so they left the piece in the patient. The sales rep reported that the surgeon completed the procedure with another like device with no patient consequences or delays. The sales rep stated that the expressew iii gun was fired three times before the needle broke and that permacord was used for suture. The other broke piece of the needle will be returning for evaluation.